Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer six patients experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure's. A completed questionnaire was received indicating the patient experienced iris prolapse was during surgery. The patient required additional medical treatment with compounded antibiotic, steroid and non steroidal drops in the right eye. Current patient condition was not reported. This report represents patient five of the six patients.